Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. Overall the procedure went smoothly and was relatively un-eventful, besides the physician having some difficulty gaining venous access {which also caused the patient some pain, requiring additional local anesthesia). At the end of the procedure, the device and leads were functioning appropriately and the patient was stable. Later in the evening, patient became very unwell and it was discovered that she had developed haemothorax and pnuemothorax following the procedure.the physician was dr dwain owensby at wollongong hospital, australia. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).